Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle broke. The patient's involvement and outcome was unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of several devices. A visual inspection of the returned photos noted twenty five needles, several of which were bent or broken. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to improperly grasping the needles. Grasping the needles at the tip or swaged end could cause the needles to break or bend. Needles should always be grasped in the middle where the diameter is the greatest. If information is provided in the future, a supplemental report will be issued.